Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a missing set screw.

Event description:
It was reported that during a right atrial (ra) lead revision, the physician was unable to connect the ra lead and the device using the torque wrench. The physician suspected the grommet fragments entered the connector port. The physician attempted changing the wrench, however the problem persisted. The physician elected to remove and replace the device to complete the operation. No patient complications have been reported as a result of this event.